Event description:
It was reported that the patient was admitted to the emergency room (ER) due to diaphragmatic stimulation from the left ventricular (lv) lead. The lead was tested and the pacing threshold was reprogramed to still capture and not deliver diaphragmatic stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).